Event description:
The user facility reported that the machine had a water and blood leak. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. No sample was reported to be available to be returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.